Event description:
A customer has alleged that the barcode labels provided with the cobas ampliscreen system are not adequately adhering to the test sample tubes. These barcode labels identify the primary and secondary pools of donor units as well as resolution and short run samples and identify the pool and sample ID on the a-ring map during pcr testing. Failure of the labels to properly adhere to the tubes could lead to mismatching of results with the donor pools if the labels were inadvertently re-applied to the wrong tube. Under such a situation, it is possible for the results from the non-reactive pool to be assigned to the reactive pool, and therefore for a donor unit that is reactive for hiv-1, hcv or hbv to be falsely reported as non-reactive. No such occurrences have been reported to roche.